Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a patient returned after undergoing cataract procedure for fiber removal from the eye. The fiber sent to a pathologist and it indicated the fiber to be from a synthetic material. Additional information has been requested and none has been received to date.

Manufacturer narrative:
This is one of six complaints reported for this custom pak lot. The fifth complaint reported for this lot are for this issue. Review of the device history record indicates the order was built to specification. The sample was not returned for evaluation. The drawing for this pack was reviewed and the foam liner, drapes, gowns with towels, cotton tip applicators, suture bag, mayo stand cover, white paper towels and instrument wipe were identified as components in this pack that could contribute to lint and fibers. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Manufacturer narrative:
Action will not be taken for this occurrence as the root cause is not known. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. (B)(4).